Event description:
Pt presented to ed with severe right hip pain. Radiology findings showed fractured right lateral femoral orthopedic plate and proximal screw. There is a non-healed fracture in the right subtrochanteric region. The femoral head appears reduced. Two days later hardware removal and insertion of intermedullary rod of right femur.